Event description:
Dopamine infusing at 30cc/hr via alaris IV pump. Pump displayed infusion rate of 30cc/hr with no alarms. Observation of bag showed no fluid dripping in drip chamber. IV disconnected to check flow. No flow was observed infusing through the tubing. Pump chanel was stopped. When it was opened, the tubing was found to be fused closed. Tubing & module replaced. No further intervention to pt.